Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause was identified in the pressure sensor assembly. Pressure sensor assembly was replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was not updated with full UDI information as requested since the device was manufactured before 2015.

Event description:
The following was reported to hamilton medical ag: summary: tf 331001 pvent-control defect.

Event description:
The following was reported to hamilton medical ag: summary: tf 331001 pvent-control defect.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause was identified in the pressure sensor assembly. Pressure sensor assembly was replaced.